Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: faulty printed circuit board (dx board) and faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had the front control panel switches not lit and active. The customer turned the power on to check a repaired ultrasound cable, pressed the video source key to change the image and then the issue occurred. The issue had no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: there was a printed circuit board failure causing the allegation, causing the color tone of the image to be abnormal, and distorting the image intermittently with 190 series scopes and flex cables. The power supply unit was deformed causing the converter voltage to be low. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.